Manufacturer narrative:
H.6. Investigation: samples were returned and three photos of sixteen open 32g x 4mm pen needle samples were forwarded to the manufacturer from an unknown lot. No., cat. No. 320559. Visual examination of the returned photos was carried out and a bent and broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. Based on the photos returned and the fact the samples were lost in transit before making it to the manufacturer this cannot be confirmed to be manufacturing related.

Event description:
It was reported that 8 bd 32ga 4mm pen needles experienced the cannula breaking off. The following information was provided by the initial reporter: broken needle npe ×8.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that 8 bd 32ga 4mm pen needles experienced the cannula breaking off. The following information was provided by the initial reporter: broken needle npe ×8.